Manufacturer narrative:
Additional information: codes. The device was received for analysis and the device evaluation showed that the delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive bond. The leading end was not returned for evaluation. The inside of the trailing olive had imprints from the polyimide guidewire lumen. The findings from the evaluation are consistent with the physician¿s observations for a broken catheter. The gore® excluder® iliac branch endoprosthesis instructions for use (IFU) clearly states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not rotate any delivery catheters while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device must be removed together. Do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. The cause for the catheter breakage could not be determined with the available information. This type of occurrence will continue to be monitored.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The device was received for analysis and further information will be provided. Please note that medwatch # 3013164176-2019-00017 was emailed on (B)(6) 2019 to cover the partial deployment and the deployment line broken.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported that there was resistance during the deployment of an internal iliac component in the right internal iliac artery when the deployment line was pulled approximately 7 ¿ 8 cm. The internal iliac component was deployed partially and the deployment line was broken. Upon removal of the delivery catheter it was observed that the delivery catheter was broken near the trailing olive. The physician elected to deploy the constrained part of the internal iliac component using the balloon. But it was not successful, and the part of the delivery catheter remained within the patient. Then, the superior gluteal artery was coil embolized. The inferior gluteal artery was already coil embolized as a plan before the deployment of the internal iliac component. The patient tolerated the procedure.